Event description:
It was reported the patient underwent a revision in 2003 where their physician ¿took the two leads and placed into one battery.¿ no additional information was available at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that it was an implantable neurostimulator with a left and right deep brain stimulator lead. The reporter stated there were no errors or problems.

Event description:
Additional information received reported the information was not correct. It was noted that 2 leads were placed in kinetra as was always done.

Manufacturer narrative:
(B)(4).